Event description:
It was reported that during implant procedure that it was not possible to connect the atrial lead in to the device block because the screw spins freely. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however a visual inspection revealed damaged setscrew threads.